Manufacturer narrative:
E1; initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve product status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that procedure was cancelled. An angiojet ultra system console was selected for use in a procedure. During preparation, it was found that the wheel malfunctioned. No specific error codes or messages were displayed. The procedure could not be completed due to this issue. No patient complications were reported.